Event description:
During the implant procedure, there were poor sensing and threshold readings. The lead was not implanted; a medtronic lead was implanted instead.

Event description:
During the implant procedure, there were poor sensing and threshold readings. The lead was not implanted; a medtronic lead was implanted instead.

Manufacturer narrative:
December 29, 2010. The analysis on this device is pending.

Manufacturer narrative:
(B)(4) 2010. The analysis on this device is pending. (B)(4) 2011.